Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that customer have seen that the battery fails during the operation test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer reported the battery failing during the operation test. The field service engineer (fse) evaluated the device onsite and determined that the power cable was not connected to the mains. A full battery charge was performed, and the correct operation was verified. The operation test was then completed successfully. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse determined that full battery charge was performed, and the correct operation was verified. The operation test was then completed successfully. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.